Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the implantable neurostimulator (ins) battery was replaced on (B)(6) 2016 as it depleted due to normal end of life (eol). It was then stated that there was some concern as the ins battery depleted after about a year and the longevity seemed short. A longevity calculation was performed based off of the patient's last known settings (from greater than one years ago)and it was estimated that the battery would reach end of service (eos) after 23.12 months; the battery's actual longevity was 16 months. The rep stated that it was unknown what the patient's current settings were so the battery lasting 16 months could be the normal estimated depletion time. An impedance test was performed which resulted in normal impedance values. It is unknown when the issue began occurring. There was no known impact or consequence to the patient.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that based on the patient's settings, the implantable neurostimulator (ins) battery should have lasted 20 months, but it only lasted 16 months. It was also stated that it was unknown if the patient's settings increased over the last several months to cause a 4 month variation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.